Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the infection occurred. The implantable pulse generator (ipg) system was extracted and replaced. Cultures were taken and the treatment with antibiotics was necessaries. No further patient complications have been reported as a result of this event.